Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received, or if additional info is pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a vaginal hysterectomy the pt suffered a second degree burn on the labia majora. The burn was treated with biafine.